Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
The impaction head fractured at the junction of the handle while impacting. All debris was retrieved and no debris was found in the patient. There was no harm or injury to the patient.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. As returned, the device shows fracture at the junction of the handle. The impactor shows signs of repeated use and wear. DHR was reviewed and no discrepancies were found. The device was manufactured prior to the design change to enhance the performance lifetime of the continuum dome and hb rim impactors when exposed to elevated loading conditions. Therefore, the root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.